Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2022 with signs and symptoms of infection. The patient has a history of mycobacterium. Surgical debridement was scheduled for (B)(6) 2022. The patient had copious amounts of purulence tracking up to the heartmate 3 (hm3) device. The patient was stabilized with open chest and the patient underwent a hm3 to hm3 exchange on (B)(6) 2022. The pump and portion of the outflow graft was replaced.

Manufacturer narrative:
Main investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.